Event description:
The dealer states, he is getting a right brake fault.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states he is getting a right brake fault.

Manufacturer narrative:
Return findings: motor-corrosion water damage.